Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No dropping/ejected clips were noted during evaluation; the instrument was fully functional and conforming to manufacturing requirements. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device dropped clips. The device was tested outside of patient and it worked properly. One clip fell into the patient and was retrieved with a grasper. Another device was used to complete the procedure. No adverse consequences reported.